Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during a surgical procedure the patient experienced a capsular rupture. During the anterior vitrectomy the vitrectomy probe would not aspirate. The anterior vitrectomy procedure could not be performed. The case was not completed. No error code was displayed. The surgeon could not tell if the vitrectomy probe was connected properly. Additional information has been requested and received, additional information has been received indicating that the tubing was not connected to the vitrectomy probe. The staff was retrained on how to connect the tubing to the vitrectomy probe.

Manufacturer narrative:
The system was not examined and there was no servicing record opened for this event. With no additional, related information provided the customer reported event(s) were unable to be confirmed. However, retrain the surgery staff on proper operation of the vitrectomy probe. It was determined that the aspiration line may not have been connected to the probe during the procedure, causing the reported event of no aspiration during use of the vitrectomy probe. The surgeon reported that the vitrectomy probe worked as intended after retraining. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).